Event description:
During a follow-up in clinic, a loss of capture was observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv lead. The rv lead was explanted and replaced. The patient was stable.